Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with 300 units of insulin. The customer's blood glucose level was 210 mg/dl, which was addressed with a correction bolus. The customer declined to load a new cartridge and indicated pump performance would continue to be monitored. Additionally, the customer called back and reported that when attempting to reload the cartridge, the customer received a minimum fill notification. The customer changed the cartridge, and was able to load a new cartridge successfully.